Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited noisy signals oversensing on the right ventricular (rv) lead from the competitor company. The ICD was interrogated and there were two episodes of noise, which appeared very rhythmic and regular. All the parameters were stable and there were recent episodes of real ventricular arrhythmias properly recognized and successfully treated with shocks. The noise was not reproducible with provocative maneuvers and isometrics. It is suspected of minute ventilation sensor working passively in the background or to a non-perfect contact of the rv lead into this ICD. The patient is monitored on latitude and will be kept under close observation. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited noisy signals oversensing on the right ventricular (rv) lead from the competitor company. The ICD was interrogated and there were two episodes of noise, which appeared very rhythmic and regular. All the parameters were stable and there were recent episodes of real ventricular arrhythmias properly recognized and successfully treated with shocks. The noise was not reproducible with provocative maneuvers and isometrics. It is suspected of minute ventilation sensor working passively in the background or to a non-perfect contact of the rv lead into this ICD. The patient is monitored on latitude and will be kept under close observation. This ICD remains in service. No adverse patient effects were reported.